Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unspecified timing, the front panel switches of the subject device did not work. Other detailed information was not provided. There was no report of patient injury associated with the event.